Event description:
Ous MDR - after an implantation time of about 31 months, it was reported that vf episodes were detected. Insulation defects at both leads were suspected. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 96 charge processes had been documented. The visual inspection showed sparkover and abrasion traces on the ICD housing. This sparkover trace indicates a short-circuit between the hv conductor of the lead and the ICD housing during a shock delivery. The memory content of the ICD was checked; the available iegms showed interference in the ff, the atrial, and the ventricular channel, which resulted in the high number of mostly aborted charge processes. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signal free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, which was aborted, but this was due to the already severely discharged battery. The ICD had been implanted for 43 months, a number of 96 charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be according to expectation in view of the high number of charge processes.